Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Nurse reported via phone call that the customer wears the insulin pump in her bra and when she bends over it falls and it has physical damage and some of the buttons would not respond. Customer was not present with the insulin pump at the time of the call. It was advised to have the customer call back to troubleshoot. Customer's blood glucose value is unknown. The device was not replaced or returned for analysis.